Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device and sheath were retracted together until the indicator window turned solid black and the bleed-back indicator showed pulsatile flow slowing. The button could not be depressed at all, and hemostasis was achieved by manual compression. The device was used during an interventional procedure with a retrograde approach. The physician was certified on exoseal vcd use. The femoral artery access site had no visible calcium, tortuosity, or stenosis, and the vessel diameter was greater than or equal to 5mm. The device had no visible damage prior to use, was stored and prepared per the instructions for use, and was used with a non-cordis short sheath. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufactured position, and the indicator wire was deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was executed. During this test, the indicator wire was pulled to reach the black/black position in the indicator window, followed by the full depression of the deployment lever, which resulted in the expected indicator wire retraction and plug deployment. The indicator window then displayed the black/white/red position as expected. No anomalies were observed during the evaluation, confirming that the deployment lever operated smoothly and as intended. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device and sheath were retracted together until the indicator window turned solid black and the bleed-back indicator showed pulsatile flow slowing. The button could not be depressed at all, and hemostasis was achieved by manual compression. The device was used during an interventional procedure with a retrograde approach. The physician was certified on exoseal vcd use. The femoral artery access site had no visible calcium, tortuosity, or stenosis, and the vessel diameter was greater than or equal to 5mm. The device had no visible damage prior to use, was stored and prepared per the instructions for use, and was used with a non-cordis short sheath. The device will be returned for evaluation.